Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during prep for the procedure, it was noted that the foil part was partly discolored and torn. The pad was not used for patient. Initial evaluation of the incident device found the pad did not have continuity.